Event description:
It was reported that the balloon inflated slowly and customer felt resistance against the balloon. It was also stated that it took some time to deflate. There were no patient complications reported.

Event description:
It was reported that the device locked-up. There was no patient use associated with the reported failure.

Manufacturer narrative:
Customer report was confirmed. Balloon inflation and deflation times were out of specifications. During testing, it was noted that it took approximately 10 minutes for inflation and deflation time was more than 6 hours. The catheter body was found to be in good condition. A 0.01" guidewire was passed hub to tip and became stuck at the at 0.8 inches. A cut down was performed of the catheter body and the area where the guidewire got caught in the inflation lumen. Catheter was received and re-evaluated in (B) (4) on 3/29/10. The catheter was examined to try and locate the occlusion in the inflation lumen; however, due to the catheter being cut length ways, from the proximal edge of the balloon to the distal end of the thermal filament (middle form area) and also cut length ways from 55cm to 65cm area of the catheter body examination was unable to be completed for occlusion in the inflation lumen. During the evaluation, it was noted that there are catheter tubing shavings inside the gatevalve. The laboratory was unable to determine if this condition was present during the time of the customer complaint or if this was a result of running a wire down the inflation lumen in (B) (4). Further evaluation found what appeared to be a small section of the red inflation extension tube. The small section was found just proximal of the proximal balloon bond, inside the inflation lumen. The laboratory was unable to determine if the fragment was there prior to testing that was performed in (B) (4). The sample was sent to chemistry for testing 4/2/10. Chemistry testing determined the ir spectrum of the unknown substance was consistent with the red ink applied onto the gatevalve assembly. There was no visable damage to the gatevalve red arrows. The lot number was not provided with the reported event, a device history record review could not be completed.